Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an unexpected device alarm, which prompted deactivation and removal of the pod, accompanied by an error code beginning with ¿19.¿ the patient reported ongoing concerns regarding device performance, stating that the pod failed to deliver insulin as intended, resulting in hyperglycemia and elevated blood glucose levels reaching 400 mg/dl while the pod was worn between 49 and 71 hours on the hip/buttocks. The patient sought medical attention on (B)(6) 2026 at (B)(6) hospital, where insulin injections were administered. The medical visit lasted less than five hours. The pod was not worn during medical treatment, as it had been removed prior to the emergency room visit. No additional information was provided.